Event description:
Physician reported right side ruptured device. The device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side ruptured device. The device was explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: opening, underweight, red particles on the surface of the shell. A microscopic analysis was performed which identified a sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: h3, h6.